Event description:
The customer reported that the systems' left monitor would go blank during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the left and right monitors and the fan assemblies and the interconnect cable as well as reloaded the calibration files. The system was tested and found to be working as intended and put back in service.